Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, (B)(4) rev h 01/16. Checking your blood glucose 7: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that patient's blood glucose reached 511 mg/dl while wearing the pod between 36 and 48 hours. The patient reported feeling sick during the early morning hours and experienced frequent urination and vomiting. Patient's mother attempted to hydrate the child at home. Subsequently, patient was taken to the hospital and diagnosed with diabetic ketoacidosis. Thereafter, patient was transported to another hospital and admitted to the intensive care unit. No further details are available, however, it was reported that patient was also treated for "extreme dehydration". Patient was discharged two days later.